Manufacturer narrative:
Additional information has been received for this event and results of the test performed by an independent laboratory for olympus are also available. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms being less than 1 cfu/endoscope and less than 1 cfu/100 ml.

Event description:
Addendum nov 25, 2022: non conform results obtained found in air water channel and auxiliary channel. The test was performed prior to use. There is no contaminated patient.

Manufacturer narrative:
Device has been evaluated. This supplemental report is being submitted to provide this information. The device evaluation is completed. The user¿s complaint was not confirmed. Upon inspection of the device general wear and tear was noted. The distal end cover (c-cover) has a scratch. The distal end rubber coating (a-rubber) adhesive was separated. Connecting tube has a wrinkle. Control unit mouthpiece is damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device tested positive for the presence of microbes and is contaminated. The customer tried but could not remove the contamination. There is no patient infection or harm to any patient as a result of this event. The test results are as follows: presence of pseudomonas aeruginosa 2 cfu/ml found in two channels. The third-party automatic endoscopy reprocessor (aer) tested negative for microorganisms in final rinse water.

Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. The device has been sent to an independent laboratory to perform a culture test for the device for olympus. The results are pending. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and auxiliary water channel. Detergent used is enzimed prevent. Brushing is performed for the suction/operating channel, suction cylinder, suction piston, and instrument channel port. Pull thru brushes used for manual cleaning. Disinfectant is not used. Detergent used is enzimed prevent. Automatic endoscopy reprocessor (aer) device is cantel rapid. Detergent used is intercept plus. Disinfectant used is rapicide a-b. The device is stored in a plasmatyphoon pentax. Maintenance of the device is by olympus. The device was not sterilized.